Event description:
It was reported that catheter issue occurred. The target lesion was located in severely calcified vessel. An opticross imaging catheter was advanced for ultrasound examination of the target lesion, during advancing difficulties were encountered. A catheter twist was then noted when they turned the imaging on to observe the proximal lesion. The imaging was immediately turned off and the device was removed from the patient. The procedure was completed by using another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address: (B)(6).

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspection revealed the imaging window was observed detached near the lap joint section and twisted. Microscope inspection also revealed that the guidewire exit port and tip were in good condition. Functional inspection with the wire could not be performed due to the condition in which the device returned.

Event description:
It was reported that catheter issue occurred. The target lesion was located in severely calcified vessel. An opticross imaging catheter was advanced for ultrasound examination of the target lesion, during advancing difficulties were encountered. A catheter twist was then noted when they turned the imaging on to observe the proximal lesion. The imaging was immediately turned off and the device was removed from the patient. The procedure was completed by using another of the same device. There were no patient complications reported.